Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure, performed on (B)(6) 2009 (pt over 18 years old). According to the complainant, during the procedure, while attempting to pass the plastic stent over the wire, the mid portion of the wire ptfe coating peeled. No fragments detached into the patient. The physician used a biopsy forceps to push the stent into place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).